Event description:
It was reported that when the spinal cord stimulator (scs) was recharging, it would give her a "severe shock" that it had never done before but had started doing three weeks to a month prior to report. The patient's husband reported that the patient had a "real serious back operation" last friday and since then the device had been shut off. It was noted that when the patient "plugged it in" the patient would get a shock as if there was "a lead loose or something or something's going on." It was reported that the patient had an scs but that it was implanted in the patient's leg "for her foot and to regenerate nerves." The patient was reportedly told to keep the device off but the patient was having serious leg pain due to the scs being off and they wanted to get the device checked because they did not know if they could turn it back on. It was noted that the patient had three "wires." The patient reportedly recharged every two to three weeks. It was later noted that the patient was told to turn the device off "a couple of weeks" before the surgery. It was noted that the patient's surgery was an emergency back surgery where they put in "rods and pins and screws from l1 all the way down to l5." The patient reportedly had to go through injections "and stuff" before the surgery due to medicare. The patient was in rehabilitation at the time of report and it was noted that she could probably rehabilitate "a lot faster if she could use her leg." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3987a, lot# n208302, implanted: (B)(6) 2010, product type lead; product ID 3987a, lot# n158898, implanted: (B)(6) 2010, product type lead; product ID 3987a, lot# n158898, implanted: (B)(6) 2010, product type lead; product ID 3987a, lot# n208302, implanted: (B)(6) 2010, product type lead. (B)(4).